Manufacturer narrative:
(B)(4): device has not yet been evaluated. If a device evaluation takes place a follow up emdr will be submitted.

Event description:
Customer stated " called that the instrument broke inside a patient during a procedure on (B)(6) 2014. All pieces were recovered".